Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system was unable to power on. Upon some functional test, fse found host pc was defective. Fse replaced host pc. After replacement of host pc, the system was returned to use in good working order. The defective part was returned for analysis, and it showed that the cause of the problem is host pc fault. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system startup failed. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc and hard disk was replaced, the system was returned to use in good working order.